Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the cause of the aspiration failure was not known. The rep also confirmed a catheter angiography was conducted and "could be imaged, so catheter patency was confirmed. It was reported the "doctor said the event hadn't been caused by the device".

Manufacturer narrative:
Concomitant product: product ID: 8781, l serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with gablofen (100 mcg daily dose) intrathecal therapy via an implanted pump with dosing period from (B)(6) 2015 and continuing. The concentration and lot number were unknown. The date of implant was (B)(6) 2015. The pump's indication for use (IFU) was listed as cerebral hypoxia. The patient experienced a fever on (B)(6) 2015. A pediatrician attempted collection of cerebrospinal fluid but aspiration from the catheter access port (cap) failed. No symptom of infection (such as redness) was observed at the site where the pump was implanted. A physician (brain surgeon) who attended the procedure suggested to do a cerebrospinal fluid examination to check "germ," just in case. A pump refill was conducted for this patient the other day, and the possibility that a germ was put at refill could not be denied. The brain surgeon and another healthcare provider who supports intrathecal baclofen therapy (itb) cases attempted collection of cerebrospinal fluid but aspiration from the cap also failed. However, a catheter angiography was conducted and could be imaged, so the catheter patency was confirmed. Cerebrospinal fluid was thus collect form the lumbar spine directly, and clean cerebrospinal fluid was collected. Therefore, there would not be an infection. No pump operability or rotor test was performed. A catheter x-ray study was performed and there was no problem. The patient outcome of the adverse event was remission with outcome on (B)(6) 2015. There was no causal relationship between the investigational drug, catheter, programmer, or surgical procedure. If additional information is received, a follow up report will be sent. Information was received from a healthcare provider who indicated that outcome of the patient's event (fever, onset (B)(6) 2015) had not recovered. There was no causal relationship with the event to the pump. The patient had a refill performed the other day, and it was thought that at that time, it was possible that the bacteria had been "pushed in" and could not be refuted. On (B)(6) 2015, the neurosurgeon in charge of the operation indicated that the patient had a fever and thought it would be better if a spinal fluid test was conducted to see the bacteria. The spinal fluid test was going to be conducted later. On (B)(6) 2015, the pediatrician attempted collection of csf fluid bu aspiration from the cap failed. Then, on (B)(6) 2015, collection of csf and cap aspiration also failed, and the angiography was conducted (as previously reported). (B)(6) 2015 - additional information was received from a healthcare provider (hcp) indicated the patient was recovering/ in remission as of (B)(6) 2015. On (B)(6) 2015 a pediatrician attempted collection of cerebrospinal fluid but aspiration from the catheter access port (cap) failed. No symptom of infection (such as redness) was observed at the site where the pump was implanted. On (B)(6) 2015, the hcp who support itb therapy cases visited university in (B)(6) and attempted collection of cerebrospinal fluid, but aspiration from cap also failed. However, a catheter angiography was conducted and could be imaged, so catheter patency was confirmed. Cerebrospinal fluid was thus collected from the lumbar spine directly, and clean cerebrospinal fluid was collected. Therefore, there would not be an infection. It was restated the hcp who was following the itb treatment came to the university and had cerebrospinal fluid (csf) collection performed, but aspiration from the catheter access port (cap) was impossible. However, contrast radiography was possible so the catheter had been opened. As such, when csf was collected directly from the lumbar vertebra, clean csf was collected and it did not appear as though there was an infection. A refill performed for this patient the other day and a bacterium may have been introduced at that time. A pump operability test and rotor test were not performed. A catheter x-ray study was performed and there was no problem.